Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a healthcare professional that the patient had an allergic reaction to the xtra-silent nite slide-link appliance. Patient had device delivered on (B)(6) 2024 and first used the device at the end of (B)(6) 2024. The patient experienced swollen lips and dry mouth after wearing the device for less than 1 week. If the patient missed a night, they woke up with no swelling. The patient claims not having any known allergies and have not changed their medication, toothpaste, or mouthwash. The device was brushed with clinpro and rinsed by the provider before delivery and also used by the patient to clean and maintain the appliance. No reports of medical intervention required.

Manufacturer narrative:
Corrections: g3: date received by manufacturer. H6: type of investigation (b), investigation findings (c), investigation conclusion (d) corrected in this report. Manufacturer reference: (B)(4).